Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. The physician reported the preoperative transesophageal echocardiogram revealed severe mitral valve regurgitation. Initially after repair with the annuloplasty ring, the echocardiogram off pump showed mild to moderate mitral regurgitation with tethering of the posterior leaflet and the decision was made to replace the valve. No additional adverse patient effects w ere reported.